Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s ins wasn¿t holding a charge as long as it used to. The patient stated that they were charging more often. The patient stated for the last six months the ins started to hold the charge for almost a week, sometimes only five days. The patient stated they got eight coupling boxes while charging and charged while they were laying down until it showed the screen that it was fully charged. They stated they didn¿t believe that there was an issue with the recharger. The patient charged the ins to 100 percent full. The patient was redirected to the healthcare provider (hcp) to assess the device. It was indicated that the patient did not have an hcp and a listing was sent to them. No symptoms were reported. The event occurred the last six months in 2017. No further complications were reported/anticipated.